Event description:
The patient experienced coupling/communication issues since implant. She would get varied bars from 2 to 8 but usually just 2-4 bars. The ins was not parallel but tilted a bit. After the antenna locate feature she got 42 and was able to get 8 bars of coupling. It was later reported that the patient underwent a ins pocket revision. Additional information has been requested.

Manufacturer narrative:
(B)(4). Lead: model 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: na.